Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the iabp's fault logs showed codes 111 and 112 at the time the event was reported to have occurred. To address the issue the stm replaced the executive processor pcb. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown and the balloon stopped inflating. The patient was connected to another known working unit. There was no harm or injury to patient and no adverse event was reported.